Event description:
Customer called to report a leak at the baths of the coulter ac.t diff2 analyzer. Customer stated that both baths overflowed. The field service engineer (fse) confirmed that the baths were overflowing. The fse could not determine the exact cause of the leak. The fse replaced the waste filter, vacuum filter, solenoid 7 and repaired the waste pump, after which the issue was resolved. The repairs were verified per established procedures. Customer has not called back to report any further issues. Operators were wearing gloves, gown and goggles at the time of the event. There was no exposure to open wounds or mucous membranes, and no medical attention was sought. No death or injury is associated with this complaint. No patient samples or results were affected; there was no change to patient treatment.

Manufacturer narrative:
The root cause of the leak is unknown; however, the leak was repaired by replacing the waste filter, vacuum filter, and solenoid 7, and by repairing the waste pump. (B)(4).